Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2012.

Event description:
It was reported that the right ventricular lead was post pace oversensing which made the rate lower than the programmed rate. The lead is still in use. No patient complications have been reported as a result of this event.